Event description:
The customer alleged while emptying a waste bottle, liquid waste splashed into the customer's eyes involving unicel dxc 600i synchron access clinical system. The customer flushed the exposed eyes with water at an eyewash station. The customer sought medical attention and was admitted to the emergency room (ER). The customer did not wear appropriate personal protective equipment (ppe). The customer was provided a list of waste/effluent for unicel dxc 600i synchron access clinical systems, information on msds (material safety data sheet) for assays that were in use, and other components (substrate, wash buffer) that may be in the hazardous, liquid waste.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. It is unknown if any medication was prescribed. The outcome of the patient is unknown. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.